Event description:
The customer reported that their acuity central station system ed-2 had locked up. This resulted in a temporary inability to centrally monitor patients. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
The device has not been returned for eval. However, the device was available via telephone communication. We have not yet completed the investigation.